Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that the patient was admitted to the hospital for heart failure symptoms and receiving treatment. Upon device interrogation, the right ventricular and right atrial leads exhibited high capture thresholds, there was no loss of capture documented when the patient was originally admitted. All other electrical measurements were within normal parameters. The device was reprogrammed. Chest x-ray was performed, no lead dislodgement was noted. The patient was in stable condition. Related manufacturer reference number: 2017865-2019-10303.